Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual, inspection, the guidewire tip was shaped. The guidewire ptfe coating was examined under magnification and there was evidence of peeling/scraping of the ptfe from the proximal end towards the distal end in several places from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers and the coating was present and no anomaly was noted. A functional test was not required as the reported event was confirmed based on the device analysis. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop and continuous flush was set up and maintained throughout the clinical procedure. The issue was noticed during preparation of the device. There was patient involvement as the device was in use on the patient at the time of the event but there were no adverse consequences reported by the user, no medical intervention required and no delay in surgery. The procedure was completed successfully. This event has been reported to the authorities and the customer has taken no legal action. Analysis of the returned device found damage to the ptfe coated length. The scraping/peeling may have occurred during backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer however this cannot be confirmed. Based on the review and analysis of the available information, the cause of this issue cannot be definitively determined. Therefore a cause of 'undeterminable' has been assigned to the as reported and as analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during introduction of guidewire (subject device) into the wire-introducer, some green particles of the coating peeled off. The introducer and the subject guidewire where withdrawn from the rhv. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This device is not available to manufacturer.

Event description:
It was reported that during introduction of guidewire (subject device) into the wire-introducer, some green particles of the coating peeled off. The introducer and the subject guidewire where withdrawn from the rhv. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.